Event description:
The pt was receiving dilantin via catheter. The catheter occluded w/precipitate. Attempted to use bicarbonate but that did not clear catheter. Attempted to flush but it bulged right below the bifurcation and would not flush. Removed 9/24/1997.